Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a procedure due to bilateral cryptorchidism. When the skin was sutured after procedure, the needle tip of the device broke; immediately removed the needle and asked the radiology department to perform a fluoroscopy examination on the patient. The result of the examination was that no foreign body was found in the body.